Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the dislodged/bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering multiple boluses, the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels rose from 278 mg/dl to 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea. Prior to going to ER, patient removed the pod due to cannula being dislodged from the infusion site (leg), and cannula appeared bent upon removal. In the ER, the patient was treated with medication intravenously and was released the same day.